Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician inadvertently implanted the endurant bifurcated stent graft in such a way that the distal edge of the stent graft landed covering/occluding the external iliac artery. No intervention was performed. Per the physician, the cause of the event was related to the user¿s error, if additional angiography was performed by orienting the c-arm in another direction that would provide a better view of the bifurcation, the event might have been avoided. No additional clinical sequelae were reported and the patient is fine.